Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).

Event description:
Additional information received on 8/7/2024 for report mw5156786 to make the manufacturer st. Jude.